Event description:
A (B)(6) customer had been getting consistent blood glucose readings of 104mg/dl on his breeze2 meter, and became concerned when he received a reading of 130mg/dl. He ran a blood test on his meter and compared it to the lab. The readings were 110mg/dl and 130mg/dl, respectively. According to the customer he then went to the hospital based on the reading of 130mg/dl he received on the breeze2 meter. At the hospital his reading was 153mg/dl, and after several hours he was diagnosed with atrial fibrillation. He received amiodarone IV and was in the hospital from (B)(6) 2014 to (B)(6) 2014. The customer related the event to the breeze2. The test strips are expected to be returned for evaluation.

Manufacturer narrative:
The initial reporter's complete address and phone # were not provided.